Event description:
Pedicle screw system was implanted into the patient 2007 for the purpose of fusion of a failed artificial disc with posterior instability. The artificial disc was left in place. The posterior fixation consisted of a single segment fixation. Six weeks post-operatively, the pt noted a "pop" in the low back. Radiographic evaluation noted the rod slipped from the superior right pedicle screw. The surgeon determined the rods were cut short. Both rods and all set screws were replaced and a cross connector was added. The likely cause of fixation failure is the increased stress imparted to the construct by the hyper mobile artificial disc.